Manufacturer narrative:
Co has completed co's investigation of the MDR incident listed above and, after testing the device, have not been able to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error, improper meter cleaning/maintenance, use of alcohol as a cleaning agent, or some unknown anomaly. At this point co's investigation of this matter is closed.

Event description:
The pt discontinued taking his ultralente insulin "to save money" on 6/25, although he continued to take his normal dosages of regular insulin. At 4/a on 6/29, he awoke vomiting. His blood glucose results on his one touch ii meter were 220, 218 and 207 mg/dl, with the last result obtained at 7:23/a. 20u regular insulin was injected at 7/a. The paramedics were called at 7:30/a and upon arrival obtained a result of "high" on their meter (brand unknown)> the pt was immediately placed on IV and oxygen and transported to the hosp where a lab test performed in the ER at 9/a was between 600-800 mg/dl. The pt was admitted and treated for diabetic ketoacidosis. The meter is not cleaned according to MFR's recommendations, alcohol is used to clean the meter optics and it is cleaned only once per mo. Quality control tests are not performed. In addition, it was reported that the pt is non-compliant in management of his diabetes.